Event description:
I purchased clean care eye wash thinking it was regular wash because it was sold right with the regular eye wash products. I rinsed my contact with it, placed it in my eye and it felt like acid tearing at my eyeball. I couldn't get my eye to open to get the contact out right away because it was slammed shut due to the pain. I flushed my eye and now it's just irritated and it hurts. The red warning label at the top I didn't even notice at first. I think it should be placed somewhere other than right with the other washes. I also think the label should have a huge warning or caution across the label to draw attention to it. Medication administered to or used by the patient: yes. Patient counseling provided: unk. Reporter's recommendations: I think it should be placed somewhere other than right with the other washes. I also think that the label should have a huge warning or caution across the label to draw attention to it! Dosage form: solution. Adm route: topical. (B)(6).